Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification: it is unknown if the device has been explanted.

Event description:
Patient representative reported rupture. This relates to the right side. The status of the device is unknown.